Event description:
The patient had a pump refill in 2009. The next day, the patient was hospitalized for suspicion of sepsis, with the urinary tract as a point of origin; not confirmed. The patient presented with disorientation, slight confusion, and hyperthermia. An overdose of lioresal was suspected; although the patient did not present with muscular hypotonia. The action taken and outcome were not provided. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
See scanned page.